Event description:
The customer reported that their device was displaying all three icons (attention, service wrench and charge-pak) and would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due two damaged internal hlc batteries, designators bt2 and bt3. The damaged hlc batteries could no longer take a charge. The customer received a replacement device.